Event description:
*A recall for this issue was initiated on (B)(6) 2015. Hygienist was operating the machine and heard a 'pop' noise then the machine dropped and struck the patient. The patient was knocked down to the ground and received a minor wrist injury, cut on shoulder, scratch on ear, bump on top of head and bump on the side of head. As a precaution, the patient was taken by ambulance to a local hospital and was treated and released.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).